Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded an abrupt increase in atrial pacing impedances from normal values to high, out of range measurements. An automatic safety switch from bipolar to unipolar occurred. There was also a signal artifact monitoring (sam) episode the day before that was overlapped with a long atrial tachy response (atr) episode. Furthermore, the patient is in chronic atrial fibrillation and there was intermittent under sensing and additional atrial pacing during the atr. The plan was to program the system to ventricular pacing and sensing. As the pacemaker battery is close to normal depletion, removing the ra sensing would improve battery life. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded an abrupt increase in atrial pacing impedances from normal values to high, out of range measurements. An automatic safety switch from bipolar to unipolar occurred. There was also a signal artifact monitoring (sam) episode the day before that was overlapped with a long atrial tachy response (atr) episode. Furthermore, the patient is in chronic atrial fibrillation and there was intermittent under sensing and additional atrial pacing during the atr. The plan was to program the system to ventricular pacing and sensing. As the pacemaker battery is close to normal depletion, removing the ra sensing would improve battery life. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.